Event description:
This device was part of a legal action and the patient passed away. Legal documents state that death was due to sudden death syndrome.

Event description:
This patient was not found upon review of the social security death index.

Manufacturer narrative:
Four years later, the legal hold was lifted on this device and a complete analysis was performed. A thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.